Event description:
A report was received from a user facility in the (B)(6) stating that the cutter failed to cut and there was a lot of vibration coming from the cutter. There was no report of patient injury or permanent impairment related to the event.

Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable.